Event description:
Found 2 different IV pumps alarming during shift. IV tubing dripping to floor. Found hole in both tubings.holes are located at top of the "pump segment" of the tubing under or neat blue part where tubing attached.